Event description:
Allegedly the patient disassociated.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Since no patient information or revision date was submitted, a medwatch 3500a has not been requested from the user facility. This report will be updated when the investigation is complete.